Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about k-5 error message. Verified with the customer that she has been hospitalized due to being unable to check her blood glucose levels as a result of multiple e-5 error messages that would appear when attempting to test using her true result. Customer stated that she was admitted on (B)(6) 2015 with her glucose levels slightly above 700 mg/dl and an IV containing insulin was immediately administered. Customer stated that she was stabilized after several hours and was kept for observation and discharged after approx 7 days.